Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) glucose readings appeared in the dexcom app but not in the ilet, and review determined the user had entered an incorrect sensor pairing code; the user was guided to enter the correct code and the g7 began pairing, with glucose reported as stable. No adverse clinical symptoms reported. Outcomes included no impact to health and no medical intervention. User support included telephone troubleshooting and user education regarding correct sensor pairing and expected pairing time. Investigation of this case revealed user error related to an incorrect pairing code, with normal device function once the correct code was entered and pairing initiated. It was concluded, based on previously established findings for similar reports, that the cause was user error in setup and use.